Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a high blood glucose of 500 mg/dl. The customer was advised there are many reasons for high blood glucose. The customer was displaying symptoms of high blood glucose such as being thirsty and having a headache. Troubleshooting for the insulin pump found insulin was able to exit from the tubing. The customer was advised to change their entire infusion set, reservoir, and insulin. No additional information provided.